Event description:
It was reported that the patient presented to the clinic with a complaint of pain. During device interrogation, the right ventricular (rv) lead exhibited loss of capture. Computed tomography (CT) scan confirmed rv lead dislodgement and cardiac perforation. The rv lead was explanted and replaced on (B)(6) 2026. The patient was in stable condition.